Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's fill estimate had been static at 145 units after filling the cartridge with 300 units. Tandem technical support confirmed the inaccurate reading. The customer reloaded the cartridge and the fill estimate was accurate. The customer's blood glucose level was 96 mg/dl.